Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise was observed. The lifetime sic (sensing integrity counter) was 19,421. A high value of this counter can indicate a potential intermittency in the system. Other: it was reported that there were increased thresholds on the lead, along with oversensing and noise. The lead was explanted and replaced. No patient complications were reported as a result of this event. No conclusion can be drawn. Oversensing noise high threshold.

Event description:
It was reported that there were increased thresholds on the lead, along with oversensing and noise. The lead was explanted and replaced. No patient complications were reported as a result of this event.